Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 25 mmol/l. Customer was treated with needles. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer was not using auto mode. Customer stated sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 7.6 mmol/l and the sensor glucose was 2.2 mmol/l. Insulin delivery was suspended due to sensor glucose values. Sensor glucose and blood glucose difference was 5.4 mmol/l. Troubleshooting was performed. The insulin pump will not be returned for analysis.